Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric, de-novo target lesion containing a lesion bend of >=90 degrees was located in the severely tortuous and severely calcified right coronary artery (rca). After a non-bsc guidewire has crossed the lesion, predilation was performed with a 1.5x8mm emerge¿ push balloon catheter. Subsequently, a 2.25x28mm promus element¿ plus drug eluting stent was selected for use and advanced to treat the lesion. When the physician advanced the stent down from the proximal rca to the mid-rca, the device could not go down even after three attempts. The physician took out the device and found that the distal stent edge was flared. The procedure was completed with another 2.25x28mm promus element¿ plus stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Manufacturer narrative:
Upn corrected from h7493918428220 to h7493911328220. Catalog/model # corrected from 39184-2822 to 39113-2822. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric, de-novo target lesion containing a lesion bend of >=90 degrees was located in the severely tortuous and severely calcified right coronary artery (rca). After a non-bsc guidewire has crossed the lesion, predilation was performed with a 1.5x8mm emerge¿ push balloon catheter. Subsequently, a 2.25x28mm promus element¿ plus drug eluting stent was selected for use and advanced to treat the lesion. When the physician advanced the stent down from the proximal rca to the mid-rca, the device could not go down even after three attempts. The physician took out the device and found that the distal stent edge was flared. The procedure was completed with another 2.25x28mm promus element¿ plus stent. No patient complications were reported and the patient's status was stable.